Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7304 implantable cardioverter defibrillator (ICD), (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead did not capture at max output due to lv lead dislodgement which was verified using fluoroscopy. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.